Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, the initial reporter's name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a may require maintenance alarm displayed on a cardiosave intra-aortic balloon pump (iabp) during use. No patient harm or injury reported.

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked the logs, ran tests, reseated the compressor cable, and recalibrated the unit. The fse performed functional testing and safety checks to factory specifications. The iabp was returned to the customer for use.